Manufacturer narrative:
This bone cement is manufactured at facility, through zimmer orthopaedic surgical products. Evaluation summary: it is reported that the product was received with the polymer pouch unsealed. Facility, checked this lot against the relevant production record by the quality control department. The original sealing was correct as no powder is seen in the seam. This applies to both the inner pouch and the peeling off pouch. At some point there was some form of mechanical exposure to the pouch. This is where the seal opened and powder leaked from the inner pouch. It is rather improbable that this happened during the production since the pouches are handled carefully by design. Even though the inner pouch has opened, there was no compromise in sterility and no danger to the patient as both the inner pouch and the peel-off pouch had been sealed correctly at the beginning. This is the only complaint about opening seals that facility has ever had. The reason for the open pouch can not be determined with certainty. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the product was opened and the polymer pouch was unsealed. In fear of the contents being nonsterile a new box was opened.